Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively, the patient had received a chest x-ray and it was discovered that there was small, left pleural effusion and vascular congestion. The patient also developed atelectasis with oxygen saturation dropping to 90% and experienced increased agitation and uncontrolled pain with noncompliance to verbal commands. Medication was administered as a response and the patient was sent home. Approximately 3 days later, the patient was readmitted with fever, pneumonia, diarrhea. Medication was administered and the patient was discharged. The cardiac resynchronization therapy defibrillator (crt-d) device and left ventricular (lv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively, the patient had received a chest x-ray and it was discovered that there was small, left pleural effusion and vascular congestion. The patient also developed atelectasis with oxygen saturation dropping to 90% and experienced increased agitation and uncontrolled pain with noncompliance to verbal commands. Medication was administered as a response and the patient was sent home. Approximately 3 days later, the patient was readmitted with fever, pneumonia, diarrhea. Medication was administered and the patient was discharged. The implantable cardioverter defibrillator (ICD) device and left ventricular (lv) lead remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5, g2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 6947m62 lead, implanted: on (B)(6) 2022; 5076-52 lead, implanted: on (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively, the patient had received a chest x-ray and it was discovered that there was small, left pleural effusion and vascular congestion. The patient also developed atelectasis with oxygen saturation dropping to 90% and experienced increased agitation and uncontrolled pain with noncompliance to verbal commands. Medication was administered as a response and the patient was sent home. Approximately 3 days later, the patient was readmitted with fever, pneumonia, diarrhea. Medication was administered and the patient was discharged. The implantable cardioverter defibrillator (ICD) device and left ventricular (lv) lead remain in use. No further patient complications have been reported as a result of this event.